Event description:
On (B)(6) 2012, the primary and secondary reporter contacted animas and stated that on the morning of (B)(6) 2012, the patient experienced a blood glucose (bg) value of 416mg/dl, was vomiting at 2am and 6pm and was hospitalized. The patient was reportedly disconnected from the pump at the hospital and was treated via intravenous drip (IV). The primary and the secondary reporter claimed that the cause of the patient's bg elevation was due to the pump not calculating the insulin on board (iob) correctly and bolusing via meter remote. It was indicated that the patient resumed back on insulin pump therapy on (B)(6) 2012 and the patient's bg started elevating. The patient reportedly entered his bg value of 84mg/dl and total carbohydrate intake and the pump reportedly showed an iob of 0.00 units. It was indicated that the pump recommended an iob of 0.30 units and the primary reporter stated that the iob was suppose to be 2.0 units. It was noted that the primary reporter reviewed the iob settings, the iob was reportedly turned off and set for a duration of 3 hours. The primary reporter indicated that the duration should have been set for 4 hours and she insisted that the iob was turned on. There was no indication of associated alarms in the pump alarm history and the primary reporter stated that she was unsure if the settings or the programming was correct on the pump. It was noted that the primary and secondary reporter and the health care provider (hcp) insisted that the pump and the meter remote be replaced. The pump is being returned for troubleshooting. The patient has been reportedly using the pump since he has been home and there have been no issues with pump or the patient's bg. This complaint is being reported due to the patient's hyperglycemic event while using insulin pump therapy and due the allegation that the pump was not calculating the iob correctly.

Manufacturer narrative:
Follow-up #1 submitted (B)(4) 2012: animas has conducted a review of the device history records for this pump (on (B)(6) 2012) and meter on ((B)(6) 2012) and confirmed that they were operating within required specifications at the time of release. Device evaluations: the pump and meter have been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: testing was unable to verify or duplicate the reported insulin calculation issue. Pump testing results: the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed the flow accuracy test and was found to be delivering within the required specifications. The pump settings were verified and confirmed and using the ezcarb bolus, the pump correctly calculated the bolus and the insulin on board. Meter testing results: no activity outside normal use was observed in the meter history. The pump settings were verified and confirmed. Using the meter "ezcarb" bolus was performed and the meter correctly calculated the bolus and the insulin on board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.